Event description:
It was reported that this right ventricular (rv) lead exhibited potential loss of capture (loc). The patient was very sick, hospitalized and not responsive. Technical services (ts) reviewed the device data and noted missed beats in stored episodes., consistent with loc. Ts provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.